Manufacturer narrative:
The manufacturer previously reported information in regard to a user of a dreamstation auto CPAP device has passed away. The manufacturer received information alleging death; however, there is no information that the death is related to the device. Medical intervention was not specified. The device was returned to a third-party service center and during the evaluation of the device, the third-party service center visually inspected the device and found no evidence of contamination or foam degradation. The device has been scrapped. At this time, no further investigation can be performed.

Event description:
The manufacturer received information in regard to a user of a dreamstation auto CPAP device has passed away. The manufacturer received information alleging death; however, there is no information that the death is related to the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.